Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. The main coil, introducer sheath and delivery wire were returned. The main coil and the delivery wire were not interlocked. The introducer sheath was inspected, and no damages were found. The delivery wire was inspected, and no damages were noticed. The returned coil was found kinked and severely stretched. A significant amount of blood was returned. No more damages were found in the device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath to release the main coil. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there missing fiber bundles due to the stretched coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the interlocking arm was fractured. A .035 interlock 2d 12mm x 40cm embolic coil was for an aneurysm embolization. Continuous infusion of saline was used during deployment of the coil. After several deployment attempts, the coil could not be withdrawn. The catheter was removed. Upon removal it was observed that the interlocking arm was detached. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the interlocking arm was fractured. A .035 interlock 2d 12mm x 40cm embolic coil was for an aneurysm embolization. Continuous infusion of saline was used during deployment of the coil. After several deployment attempts, the coil coil could not be withdrawn. The catheter was removed. Upon removal it was observed that the interlocking arm was detached. The procedure was completed with another of same device. There were no patient complications reported.